Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell onto the floor, and the touchscreen became cracked. Reportedly, portions of the screen is now unreadable. Customer's blood glucose level was not impacted. Customer reported they have back up manual injections for continued insulin therapy.